Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18x3.5mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified proximal left main coronary artery (lmca). After pre-dilatation resulting to 80% residual stenosis, a 3.50x20mm promus element drug-eluting stent was advanced to treat the lesion. However, during deployment, while inflating the stent from 3.5 to 3.7mm, the stent was fractured. Another 3.50x20mm promus element drug-eluting stent was deployed and post-dilated, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the fractured stent was implanted inside the patient and could not be retrieved.